Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr ous 3.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage along the entire length of the stent. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and it appeared as if the balloon was subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A recommended guidewire was loaded successfully before functional test. The balloon was inflated to rated burst pressure without issue, maintained pressure, deflated without issue and the stent expanded despite the stent damage. There was no evidence of balloon damage. The inflation device was verified before and after use using druck pressure gauge. No other issues were identified during the product analysis.

Event description:
It was reported that the stent was insufficiently apposed and explanted. The 90% stenosed target lesion was located in the non-calcified left main trunk. A 3.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. The stent was thought to be placed in the lesion; however, during the procedure, it was unintentionally removed together with the balloon. It was noted that the proximal end was not sufficiently inflated. The physician commented that the stent may have been inside the guide catheter since the proximal side was not fully expanded; however, no dislodgement occurred as the stent was removed together with the stent delivery system (sds). The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that the stent was insufficiently apposed and explanted. The 90% stenosed target lesion was located in the non-calcified left main trunk. A 3.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. The stent was thought to be placed in the lesion; however, during the procedure, it was unintentionally removed together with the balloon. It was noted that the proximal end was not sufficiently inflated. The physician commented that the stent may have been inside the guide catheter since the proximal side was not fully expanded; however, no dislodgement occurred as the stent was removed together with the stent delivery system (sds). The procedure was completed with a different device. There were no patient complications nor injuries reported.